Event description:
It was observed that during the device evaluation, the gynecologic laparoscope had damaged fibre bonding in the outer tube area (distal end). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction "the fibre bonding in the outer tube area (distal end) is damaged" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.